Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (caused damage) appears to be related to procedural conditions (extra grasps and attempts to maneuver clip due to insufficient mr reduction and poor imaging). A cause for the reported poor imaging could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two ntw clips were deployed on the mitral valve. There was suboptimal reduction in mr, an additional xt clip was inserted. After grasping both leaflets, there was no significant reduction in mr. Therefore, the clip was removed. Upon removal, the first ntw clip (31108a2067) detached from the anterior leaflet and remained attached to posterior leaflet (single leaflet device attachment/slda). Procedure was discontinued. Mr remained a grade of 4+. There were no adverse patient effects and no clinically significant delay in the procedure.